Event description:
In 2009, the patient's diabetes educator reported that the patient was hospitalized two days prior, due to an infection that resulted in elevated blood glucose. While in the hospital, they discovered that the infusion tubing had become disconnected from the infusion device at the luer connection 2 times contributing to further elevated blood glucose readings. The first incident occurred at 4:00am and the infusion tubing was reconnected, his blood glucose measured 225 mg/dl. The second incident occurred at 7:00am and his blood glucose measured 290 mg/dl. The patient's blood glucose has ranged from 225-546 mg/dl for three days. His target blood glucose range is 90-150 mg/dl. The caller stated that there was no visible damage to any of the product. She stated that the patient was weak and he may not have been able to properly secure the connection. The patient will be released from the hospital when the infection, and his blood glucose are under control. Product was requested to be returned for evaluation.